Event description:
It was reported that the programmer has a cracked screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer screen is cracked. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. The system fan is noisy. (B)(4).